Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review, their pulse generator exhibited backup operation and high battery impedance. The healthcare professional believed that the device may have tripped backup operation at some point in july but was uncertain. On august 31, 2018, the device was removed and replaced. The patient was fine.